Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a decrease in the battery's longevity was observed. The power consumption is at 117% usage with no obvious cause for the increase. Within approximately 16 months, the longevity decreased by 6.5 years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a decrease in the battery's longevity was observed. The power consumption is at 117% usage with no obvious cause for the increase. Within approximately 16 months, the longevity decreased by 6.5 years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received, and the investigation is currently in progress. A supplemental report will be submitted when the analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a decrease in the battery's longevity was observed. The power consumption is at 117% usage with no obvious cause for the increase. Within approximately 16 months, the longevity decreased by 6.5 years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.